Event description:
On (B)(6) 2012, it was reported that during the patient's vns implant surgery on (B)(6) 2012, the patient went into asystolia for 6-7sec during intraoperative testing. The patient has no known heart problems. It was decided to delay the start of the device for at least 2 weeks after the operation and while monitoring with an ECG; thereafter, cautious tapering every other week. The patient is being referred to a cardiologist. Further information was received on (B)(6) 2012, when the physician reported that the patient's heart rate prior and during the event was 80bpm. The patient's blood pressure prior to the event was 127/74mmhg and during the event 130/85mmhg. The asystole occurred during system diagnostics. The results of the diagnostics were output=ok/impedance value=2716ohmns/lead impedance=ok/neos=no. The patient was under general- deep anesthesia and taking propoful, fentanyl, and veluronium. The implant was continued and the device was not turned on since the event. The patient has normal vagal anatomy. The physician believes that the asystole is due to vns stimulation. No intervention was taken in the or for the event. The patient underwent a cardiac investigation, not to preclude a serious injury. The generator still has not been programmed on yet, and the arrhythmia event has not recurred. The patient did not have any symptoms to suggest and arrhythmia, did not experience any traumatic events prior to the arrhythmia, and did not have any triggers prior to the arrhythmia.